Event description:
The patient reportedly experienced sudden loss of sound between external equipment and the cochlear implant. The external equipment was exchanged. During device testing. Lock could not be maintained and the issue was not resolved. Device revision surgery has been scheduled.